Event description:
It was reported that the patient had her device off for a month prior to the report at the recommendation of her healthcare provider (hcp) because the patient had tenderness and edema (swelling) since the device was implanted. The patient was indicated to have taken antibiotics and pain medication recently because of the persistent swelling around the implant. The reporter stated that the patient's hcp turned the device back on the previous (B)(6). However, the patient wanted to turn down stimulation and as such, stimulation was turned down from 2.4 v to 2.0 v at the time of the report. It was noted that x-rays were done 'a while back" to confirm placement of device/leads and the results looked "okay". The reporter also stated that the patient never had therapeutic effect. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot#: va009bl, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received indicated there was revision of the device on (B)(6) 2013 due to chronic pain at the implant site. A keloid formation was noted. The device was only revised and not removed. It was working properly. Hospitalization was required and the patient outcome was non-serious injury/illness.

Event description:
See also manufacturer's report # 3004209178-2013-11432 for issues following this event.

Event description:
Additional information from the healthcare provider stated the signs and symptoms of infection was pain and the primary location of infection was unknown. Reportedly, there was no clinical sign of infection, only local pain. The treatment was empiric. It was stated the patient was put on oral antibiotics for treatment for the infection.